Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. The customer had not tested blood glucose level at the time of the reported event. Customer reported that they had insulin injections available for alternate insulin therapy.